Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump's screen were ramping. Blood glucose level was not provided. No further information was provided.